Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and instrument data and determined that when the customer closed the instrument sample cover, the sample cover closing detector was not activated. The operator checked the area around the closing detector for obstructions. Siemens determined that the operator used additional pressure upon opening the sample cover, which then became detached from the system, contacting the operators head and hip. The cause of the additional force required to open the sample cover is unknown. The cse checked the sample cover closing detector and determined the system was functioning properly. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer reported that a dimension vista 1500 sample cover came in contact with the operator's head and hip. The operator did not require medical treatment. There were no other reports of staff injury, damage to property or impact to patients.